Manufacturer narrative:
Other, other text: two devices were returned for evaluation in used conditions without original package. Visual inspection at 12 to 16 inches and normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to pilot balloon to detect leaks. A rip was detected in the cuff for the two devices and a leakage was detected; complaint was confirmed. No other analysis was performed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check, and according to the instructions for use, the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. A device history report (DHR) review could not be performed as the lot number is not known. No corrective action is required as there is no information if the products leaked in the pre-check.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was inserting the product in the patient, leakage of air from the cuff was observed. This event was seen in the two (2) products consecutively, and the third (3rd) product was intubated with no problem. No patient injury reported.